Event description:
Info rec'd indicates the caster is not holding when in brake.

Manufacturer narrative:
The technician found the caster stem was bent. He replaced the caster stem to repair the stretcher.